Event description:
The customer stated that he tested his blood glucose and received a reading of 295 mg/dl. He retested using a life scan meter and his meter, and received readings of 132 and 134 mg/dl. The difference between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.